Event description:
The lay user/pt contacted lifescan in 2005 alleging that her surestep enhanced meter had missing segments. The senior medical affairs specialist spoke with the pt in 2005 to obtain/verify info. The pt reported obtaining a 150 mg/dl and 120 mg/dl on the reported device, while feeling sweaty. She took her prescribed amount of insulin (unk name and dosage). More than 30 minutes later, she visited her physician's office and a result of 118 mg/dl was obtained on the physician's accuchek meter. Although ths originally reported receiving treatment, she confirmed that no treatment was received and she was merely stating that she takes insulin to treat her diabetes. No further info was provided. The customer care agent (cca) replaced pt's meter due to the alleged missing segments and sent complimentary test strips.